Event description:
Information received from the field notes that the patient complained of light-headedness after being shocked while changing a halogen light bulb. A transtelephonic monitor showed a magnet rate of 80 ppm which indicates rrt. When the patient was seen in the clinic for rrt verification, interrogation of the device revealed vvi reset, later it was in back-up code a. Normal function was subsequently re- stored but the physician elected to replace the device.